Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an unknown procedure on (B)(6) 2018, the drill bit broke while the doctor was handling the drill. There was no fragment in contact with the patient. The surgery was not compromised by the occurrence, and there were no delays due to this fact. The patient did not suffer any type of injury. Concomitant devices: colibri drill (part: unknown, lot: unknown, quantity: 1). This report is for a 1.5mm drill bit with depth mark. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device condition: visual inspection performed at customer quality observed broken drill bit. The device was noted broken at its proximal portion nearer to its connection end. The complaint condition was able to be confirmed document and specification review: relevant dimensional analysis was not able to be performed with no product being returned. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Conclusion: no definitive root cause was able to be determined from the provided information. The complaint condition was able to be confirmed. During the investigation no design or manufacturing discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon these findings, no additional corrective and/or preventative action is proposed. Device history lot part: 310.507 lot: f-13292 manufacturing site: (B)(4) supplier: (B)(4) release to warehouse date: 16.aug. 2012 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.